Event description:
It was reported that the patient had his artificial urinary sphincter system revised due to recurring incontinence. A second 4.5cm cuff was added to the patient's existing device.

Manufacturer narrative:
Event description, model number/lot number/catalogue number, implant date, single use device reprocessed and reused, aware date, type of follow-up, patient codes.

Event description:
It was reported that the patient had his artificial urinary sphincter system revised due to recurring incontinence caused by atrophy of the urethra. A second 4.5cm cuff was added to the patient's existing device. There were no further patient complications.